Event description:
Oozing of blood fluids along the seam of the graft during implant. Surgical glue was used to stop the leakage as instructed in the product's instructions for use. The implanted graft was left in place and the pt experienced no consequences as a result of the reported incident.